Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose 500 mg/dl. Customer treated with syringe for the high blood glucose. Customer declined troubleshoot for high blood glucose. Customer is reported the serter does not release. The insulin pump will not be returned for analysis.